Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "constant downstream occulussion" was unable to be reproduced due to receiving a system error 616. A review of the event history log revealed few events of downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor (downstream) calibration out of specification. The force sensor scale factor (downstream) requires calibartion to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.